Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the tip is broken." The instrument was found to have a severely bent grip, causing a misalignment of the grips.

Event description:
It was reported that during central processing, the force bipolar instrument tip was broken. There was no report of patient involvement.